Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the physician used electrocautery. After the procedure, during device interrogation it was noted that the pulse generator was in back-up. The device was restored to its normal functions. The patient was stable and asymptomatic at all times.